Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The review of provided data highlighted a new functioning on the new user interface smartview 3.16. The analysis of the patient files from the implantation (B)(6) 2024), ¿enable atp¿ and ¿enable shock¿ parameters were both programmed at ¿yes¿ when the session ended. The programming of these parameters is also confirmed in the provided expert files. The analysis of the patient files from (B)(6) 2024, ¿enable atp¿ and ¿enable shock¿ parameters were both programmed at ¿yes¿ at the beginning of session and when leaving the session. The analysis of the provided expert files show that ¿enable atp¿ parameter was proposed to ¿no¿ without programming and without leaving the tachy parameters page and then proposed back to ¿yes¿ (its programmed value): when proposing ¿enable atp¿ parameter to ¿no¿: - enable atp toggle button is not displayed anymore in green (programmed value) but in orange (proposed value). - atp1 and atp2 parameters in the different tachy zones are grayed out and are striked-out in red. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, when conducting the pre-hospital discharge follow-up, the atp, supposedly, was crossed red in the overview. This was on at the time of implantation in the vt zone. Please investigate with new 3.16 software.